Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding insulin pump had cracked retainer ring from the attorney of the family. The information received to medtronic on (B)(6) 2021. Customer also stated that the insulin pump failed to deliver proper amount of insulin. Customer also stated due to malfunction they were causing hypoglycemia, lost consciousness and fall which had resulted in ankle and toe injury as well on the neck and back injuries. Customer had also stated they had again suffer hypoglycemia and lost consciousness while driving a car and met with an accident. Customer had also stated they had taken medical treatment for hypoglycemia. The insulin pump will not be returned for the further analysis. The reservoir will not return for the analysis.